Manufacturer narrative:
Additional information was received from the customer stating that the event occurred during routine maintenance testing and therefore there was no patient involvement. (B)(4). The device was received and evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. A visual inspection was performed and no abnormalities were found. The reported "screen that kept going blank" issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported "screen that kept going blank" was not verified. Should additional relevant information become available, a supplemental report will be submitted. .

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a screen that kept going blank. There was no known patient injury or medical intervention associated with this event. No additional information is available.